Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had started feeling sick on wednesday and was hospitalized with diabetic ketoacidosis. Customer had a lost sensor alert. Customer found that the sensor electrode was bent. Customer had 2 other sensors that were also bent. Customer stated that it was from the same lot. Customer was advised that the sensors will be replaced. No further assistance needed.

Manufacturer narrative:
Inspected two opened/used enlite sensors was inspected and performed the sensor initialization test using a new lab transmitter. Connected the sensor to the transmitter, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Also, found cannula bent unable to confirm if customer received sensor in said condition due to customer returned opened/used, missing both needles.